Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2012-05357. The pt is implanted with two leads (from different lots). It was reported the pt has fallen on several occasions. Over time the pt lost stimulation where needed. It was also reported, the pt experienced stomach and rib stimulation. X-rays were taken and revealed one of the leads had migrated. Adequate coverage was achieved via reprogramming. No further complications have been reported.